Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used during scope cleaning on (B)(6) 2019. According to the complainant, during scope cleaning, the bristles of the brush detached and got stuck in to the scope channel. The bristles were removed by rinsing the scope channel with water. Another hedgehog dual-end brush was used to complete the cleaning. There was no patient involvement.